Event description:
It was reported that at the end of the treatment after the operator obtained monthly blood samples, a system alarm occurred which required resetting cycler power. The operator treid but could not restart the treatment after turning the cycler power back on and disconnected the pt without rinseback due to concern of potential clotting which resulted in a 210cc blood loss. No medical intervention was required.